Manufacturer narrative:
A revision was made to block b1 adverse event/product problem, block b2 outcomes attributed to adverse event, and the impact code in blocks f10 and h6. This supplemental report was created to capture the corrected information.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and elevated threshold. Additionally, patient experienced nausea and vomiting. Technical services (ts) discussed that the patient symptoms were not cause by the lead anomaly but because of the perforation. This rv lead remains in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A revision was made to block b1 adverse event/product problem, block b2 outcomes attributed to adverse event, and the impact code in blocks f10 and h6. This supplemental report was created to capture the corrected information.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and elevated threshold. Additionally, patient experienced nausea and vomiting. Technical services (ts) discussed that the patient symptoms were not cause by the lead anomaly but because of the perforation. This rv lead remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed undersensing and elevated threshold. Additionally, patient experienced nausea and vomiting. Technical services (ts) discussed that the patient symptoms were not cause by the lead anomaly but because of the perforation. This rv lead remains in service and will not be returned. No adverse patient effects were reported.